Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while performing monthly clean of bd facslyric¿ sheath sprayed outside of instrument. There was no user impact. The following information was provided by the initial reporter, translated from (B)(6) to english: I had a problem on the lyric while doing the monthly clean: we must put a 2 ml tube of clean under the manual loader, during the cycle this tube filled up instead of emptied, it overflowed on the benchtop, and I got a warning message: I didn't note it but basically: error and possibility of clean in the system. Then ditto then with the water tube ... And finally: monthly clean complete validated in green. I took a good look there are no drops of liquid under the lyric or in the filter that I had removed. The v8 tubing was pinched. In entry description mentioned as "during the cycle this tube filled up instead of emptied, it overflowed on the benchtop." Additionally, on 2021-04-01 the fse provided the following additional information: was the leak contained within the instrument? No. Was the leak in a customer accessible location? Yes. Was there spray of fluid under pressure? Yes. What was the fluid that leaked? Sheath. What is the source of leak -- waste line or non-waste line? Non waste line. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No.

Manufacturer narrative:
H.6. Investigation: scope of issue: the scope of issue is only limited to facslyric 3l12c instrument ceivd, part # 663029, serial # (B)(6). Problem statement: customer reported a complaint regarding a spray of fluid under pressure not contained within the instrument. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 03mar2020 to date 03mar2021. Complaint trend: the only complaint related to a spray of fluid under pressure not contained within the instrument for this part number within the date range is this one.date range from 03mar2020 to date 03mar2021. Manufacturing device history record (DHR) review: DHR part # 663029 serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the leakage of waste not contained within the instrument was due to worn pinch valve tubing. The pinch valve¿s default state is pinched shut, so if an instrument is unused for a prolonged amount of time this tubing will be worn, closed shut or not fully open and will have to either be exercised/massaged and reconnected or replaced entirely. Proper airflow through the v8 pinch valve is necessary for aspiration during the sit flush operation, and prevents dripping and carryover issues. The customer explained that during a monthly cleaning, they had attempted to run 2 ml of cleaning solution through the instrument, but instead the instrument had ejected sheath through the sit which overflowed out of the instrument. An fse (field service engineer) was brought onsite for the repair and performed a complete diagnosis. They then instructed the customer to remove the fluidics compartment cover and replace the v8 tubing. After the replacement, the sit flush operation worked correctly, and the instrument was reported to be functioning as expected. No parts were requested for evaluation as there were no returnable parts replaced. Although a spray of fluid can pose a risk to the customer from exposure to samples and chemicals, the spray was not at a level to significantly increase the risk of exposure. Additionally, the leaked fluid was sheath and thus there was no risk of contamination. This instrument was being used for research purposes, not clinical treatment, and so this incident did not affect or delay the diagnosis of a patient. Proper scheduled cleaning and other maintenance can help in reducing the possibility of blocked pinch valves, and instructions can be found in chapter 13 of the bd facslyric¿ clinical system instructions for use (#23-19938-02 rev. 1/vers. A). The safety risk is moderate, s3, and there was no impact to customer health or safety. Service max review: review of related work order #: (B)(4) , case # (B)(4). Install date: 22sep2020. Defective part number: n/a. Work order notes: subject / reported: 663029 - facslyric - monthly clean issue . Problem description: I had a problem on the lyric while doing the monthly clean: we must put a 2 ml tube of clean under the manual loader, during the cycle this tube filled up instead of emptied, it overflowed on the bench, and I got a warning message: I didn't note it but basically: error and possibility of clean in the system. Then ditto then with the water tube¿ and in the end: monthly clean complete validated in green. I looked carefully there is no drop of liquid under the lyric or at the level of the filter that I had removed. Work performed: customer reminder, I redid the complete diagnosis. Asked the customer to replace the v8 tubing by removing the fluidics compartment cover. The sit flush works correctly, the monthly cleaning works correctly, the instrument is operational. Cause: the v8 tubing was pinched. Solution: replacing the v8 tubing. Returned sample evaluation: a return sample was not requested because there were no parts replaced. Risk analysis: risk management file part # 10000063058, rev. 03/vers. X, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes, no. Tfs ID: (B)(4), ID: libivd-ra-61 2.1.6, reg status: ivd; ruo, hazard: exposure to biological sample, cause: back drip from injection port (sit) harmful effects: harm to operator. (Exposure to stained sample). Risk control: sit design to capture back drops. Provide instruction for universal precautions. Reg link (tfs ID): (B)(4), libivd-did-262 sample preservation during pause. Implementation verification: lsvn-1008-dp sit backflow control, libivd-se-15-51ir. Effectiveness verification: lsvn-1008-dr, libivd-se-15-51ir. Probability: 1, severity: 3, risk index: 3, residual risk evaluation: a, new hazards: none . Tfs ID: (B)(4), ID: libivd-ra-247 3.1.25 reg status: ivd; ruo hazard: instrument temporarily inoperable. Source: sit fmea cause: sample line collapses preventing sample delivery. Tubing becomes worn/damaged during "stinger" operation. Low event rate. Harmful effects: 1) delay in results. 2) tubing must be replaced. 3) customer annoyance. Risk control: proper service loops for peeksil tube so that it does not wear and kink at the connection points. Reliability test to provide estimate life of peeksil tube and recommended replacement schedule. Reliability sit protocol. Reg link (tfs ID): n/a. Implementation verification: reliability life testing completed via protocol. Protocol name: (B)(4) . Libivd-se-15-72p. Effectiveness verification: published reliability report which demonstrated at least 1.5 years of life with no significant damage or kinks. Report name: liberty sit reliability report. Libivd-se-15-72f, probability: 2, severity: 2, risk index: 4, residual risk evaluation: a, new hazards: none. Mitigation(s) sufficient yes, no. Root cause: based on the investigation results the root cause of the leakage not contained within the instrument was due to worn pinch valve tubing. Conclusion: based on the investigation results the root cause of the leakage not contained within the instrument was due to worn pinch valve tubing. The fse confirmed the issue and instructed the customer to remove the fluidics compartment cover to replace the v8 tubing. After the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured due to the incident, and since the instrument was not being used for clinical treatment, no patients were affected. The safety risk is moderate, s3, and there was no impact to customer health or safety. H3 other text : see h.10.

Event description:
It was reported while performing monthly clean of bd facslyric¿ sheath sprayed outside of instrument. There was no user impact. The following information was provided by the initial reporter, translated from french to english: I had a problem on the lyric while doing the monthly clean: we must put a 2 ml tube of clean under the manual loader, during the cycle this tube filled up instead of emptied, it overflowed on the benchtop, and I got a warning message: I didn't note it but basically: error and possibility of clean in the system. Then ditto then with the water tube and finally: monthly clean complete validated in green. I took a good look there are no drops of liquid under the lyric or in the filter that I had removed. The v8 tubing was pinched in entry description mentioned as "during the cycle this tube filled up instead of emptied, it overflowed on the benchtop". Additionally, on (B)(6) 2021 the fse provided the following additional information: 1. Was the leak contained within the instrument? No. 2. Was the leak in a customer accessible location? Yes. 3. Was there spray of fluid under pressure? Yes. 4. What was the fluid that leaked? Sheath. 5. What is the source of leak -- waste line or non-waste line? Non waste line. 6. Was the customer exposed to blood or bodily fluids? No. 7. Was there any physical harm to the customer as a result of the leak? No.